Event description:
It was reported that during preparation of the balloon, an air leak was found. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed crystallized substance in the catheter, inflation lumen and balloon. No friction was noted when inserting a demonstration guidewire. During inflation testing, the balloon would not inflate, likely due to the dried crystallized substance blocking the inflation lumen of the device. Ultimately, after several attempts the balloon was able to inflate. During functional testing, no leaks were noted and no anomalies which could have caused or contributed to the reported leak were noted. The reported complaint was not confirmed because no leaks were noted and because no anomalies which could have caused or contributed to the reported leak were found. The observed crystallized substance found in the balloon lumen of the device likely occurred after the procedure because a blocked inflation lumen was not reported or mentioned and because the device was used (typical inflation media is a saline/contrast mix) and allowed to dry. There is no indication of misuse, user error or mishandling which could have caused or contributed to the reported issue. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation of the balloon, an air leak was found. There was no patient involvement.

Event description:
It was reported that during preparation of the balloon, an air leak was found. There was no patient involvement.